Event description:
It was reported patient underwent an initial left hip arthroplasty on an unknown date approximately 20 years ago. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.